Event description:
The family member called to report that both driver arms came completely off while inserting the reservoir into c0mpartment. It was stated that the pump hasn't been bumped or dropped. At that time, the contact was advised that a replacement will be sent. It was indicated that the customer revert to manual injections per md protocol.